Event description:
A customer had sustained a clean needlestick. The customer stated that an employee was stuck by a needle that was sticking out of the packaging because there was no cap on the needle.